Manufacturer narrative:
Device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific lead exhibited high, out of range shock impedance (greater than 200 ohms). In clinic evocative maneuvers were performed, and no abnormalities were found. The device remains implanted. No adverse patient effects were reported.